Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
It is reported, the outer packaging of the prefilled catheter flusher was found to be in a leaky state.

Event description:
No additional information provided.

Manufacturer narrative:
Since no sample was available for return and no pictures were retained, the defect reported by the customer could not be confirmed. The most likely root cause of this defect is leakage resulting from uncertain external forces applied to the product. The factory has initiated a CAPA to conduct a systematic investigation into previous leakage complaints; corrective measures have been formulated, implemented, and are currently in the stage of effectiveness verification. The following corrective measures have been taken: an air blowing device has been added at the position of the distributor to ensure that no products are stuck in a displaced position. When the product is compressed, an alarm is triggered and all products from the distributor to the star wheel of the flow wrap are checked, and a visual aids document has been established to include this requirement. The sensor for detecting product height has been replaced. When the placement position of the product is offset, the vacuum cup will skip the product. The plunger rod assembly machine has been standardized with respect to feeding star wheel alignment and inspection of alignment effectiveness, and a visual aids document has been established to include this requirement. Shift inspections are performed on the alignment of the star wheel at the feeding section of the core rod assembly equipment. The ongoing validation plan for effectiveness is as follows: since the number of complaints for the 10 ml product is higher than for other specifications, three batches of 10 ml (sku-303537) will be tracked. During the packaging process, the inspection frequency will be increased to one box every half hour, with visual inspection performed to ensure there is no leakage.